Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in early (B)(6) 2019, the patient faced leaks around her cannula as insulin was not been delivered to her body, rather it was leaking at the site, due to which she experienced high blood glucose level of 875 mg/dl. Therefore, on an unknown date, the patient was admitted to the hospital due to high blood glucose level. Reportedly, she does recall exactly what action was performed, but she knew that she was administered multiple daily injection to bring down her blood glucose level at the hospital. Moreover, the infusion had been used for three days. During hospitalization, she also received fluids of saline and insulin intravenously as corrective treatment which resolved the issue and no permanent damage was caused to the patient. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.